Event description:
It is reported that the pt underwent a closed reduction due to dislocation.

Manufacturer narrative:
Evaluation summary: primary implantation operative notes were provided. Competitor product was implanted in conjunction with the zimmer liner and tm cup. Zimmer has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unknown. Manufacturing records were reviewed and found conforming. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.